Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch failed. Upon functional testing, the fse identified the status of the wi-fi (led) indicator on the wireless footswitch was solid red, the colour of the battery indicator was green and confirmed the problem with the wireless connection. The part analysis of wireless footswitch and base station were performed, where the base station didn¿t conclusively determine the failure, but the wireless footswitch confirmed that the charge pin was broken and some physical damage like anti-slip and rubber sleeve were detached from footswitch, bracket was not tightly connected, mounting plate screws were out. To resolve the issue, the fse replaced the wireless footswitch, base station, and charger. After replacement of parts, the system was returned to use in good working order. Intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. Philips has initiated a medical device correction by providing customers with a medical device correction (z-2485-2023).

Event description:
It was reported to philips that the wireless footswitch failed. No harm to the patient or user was reported. Philips has started an investigation of the complaint.